Manufacturer narrative:
Date sent to the FDA: 05/02/2011. (B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Result: representative samples of the product were tested for needle strength and ductility and the results obtained were in conformance with the requirements. Conclusion: no device failure detected and the product is within specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2011 and suture was used. During the procedure, while suturing the vagina, the surgeon found approximately 2mm of the needle tip was missing. The patient underwent x-ray and the needle fragment was not found in the patient. There were no adverse patient consequences.